Manufacturer narrative:
The reported event of a protruding polyester thread was confirmed. However, the knot present on the proximal disc and on waist of the device met dimensional specifications when analyzed at abbott. The sewing knots that are seen above the nitinol wires are considered a normal and acceptable characteristic of the occluder and are a result of the manufacturing process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10 mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using an unknown size abbott delivery system. During procedure, it was noted that the device selected was slightly too big for the defect and was rubbing on the mitral valve. They decided to remove the device and likely send for surgical referral. When they pulled the device out and where, doing a negative pull on the syringe to flush the sheath. A piece of material was noted in the syringe, separate from our asd device: they though embolized piece of material. The physician stated it did not look like tissue. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.